Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the pace/defib engine was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 95" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.